Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative hcg results on two pts. Results as follows: pt 1: pt was tested on (B)(6) 2010 and obtained a negative urine hcg. Pt returned to hospital on (B)(6) 2011 and unk b-hcg value indicated pt was estimated to be (B)(6). Pt 2: on (B)(6) 2011, (B)(6) pt tested negative urine hcg at 3am. Same urine sample brought to lab within 30 minutes and tested positive on same lot number of device. Subsequent lab analyzer resulted b-hcg of 492. Both urine samples were reported to be cloudy and resulted high specific gravities in the 20's. Urine samples were not spun down before testing.